Event description:
The customer stated that he was hospitalized for low blood glucose levels. The reported blood glucose reading was 288 mg/dl at the time of the call. Prior to being hospitalized, the insulin pump prompted the customer to check his blood glucose levels four separate times. The customer was unsure of what he needed to do, so he programmed a bolus every time. Troubleshooting was performed and the insulin pump was programmed correctly. The amount of insulin in the reservoir was the same as the status screen. The customer was advised on proper calibration without delivering unnecessary boluses. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.